Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubies failed. The field service engineer (fse) reported that main drawer 5.2 was failing cubie pockets with a read/write error message. The fse reseated the row board cable and the pyxibus cable and replaced the retractor band. The device was rebooted, and the fse logged into the hardware test application. A final test was run on the drawer, and the results were saved to the desktop. The drawer and all cubie pockets are now functioning properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer had read/write, invalid cubie memory error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.